Manufacturer narrative:
The ge representative conducted an onsite investigation. The collimator was replaced. The system was tested and operates as intended. This malfunction may have resulted in an accidental radiation occurrence.

Event description:
The customer reported that the collimator was missing from the system. No patient injury was reported.